Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, and the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the wire could not be removed from the lead. The lead with the wire was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.